Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review and captured a no external power alarm on (B)(6) 2025 while the patient was attached to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted.